Event description:
Patient had a dl 4fr provena PICC in his right arm. This PICC was originally inserted last year. Ivt was contacted by staff rn, who found a leak in the catheter where it attaches to the hub. This catheter was remove otherwise intact. This type of situation has occurred before with this bard provena catheter. Hospital has not used this type catheter for some time. But this particular catheter was inserted last summer.